Event description:
In preparation for an endoscopy procedure, the physician selected a cook endoscopy hot maxx reusable hot biopsy forceps. The biopsy forceps were tested (test methods are unk) prior to use. The person testing the forceps reportedly rec'd a "shock" from the cord of the forceps when current was sent through the device. The user did not experience a burn, but did experience a sensation described as a "shock". No add'l medical procedures were required, due to this occurrence. The user did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: the forceps were returned and evaluated by the forceps supplier: a continuity test was performed and the forceps allowed the flow of current as intended. A visual eval of the outer sheath confirmed the presence of a split approx 8 inches from the cups. This split exposes the inner metal cable of the forceps device. A continuity test was performed from the damaged outer sheath area to the electrical port of the handle. Electrical continuity was confirmed at the damaged area. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: after a review of the info with clinical and engineering personnel we can provide the following comments on electrical current used through these forceps: the current applied by the electrosurgical unit through the forceps is a radio-frequency current (low-frequency electrical current). This type of current is used to heat and burn the tissue when the cups take a biopsy. This type of current used through the forceps will not "shock" or electrocute, but could produce a burn. It is most likely that the user experienced a heating or burning sensation when current was applied through the forceps but did not experience a "shock " or electrocution. If the user held the forceps in the area of the damaged outer sheath while activating the electrosurgical unit, this could have caused the reported sensation experienced by the user. The instructions for use for the hotmaxx reusable hot biopsy forceps direct the user to visually inspect the forceps with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, the user is instructed not to use the forceps. We have requested the methods used for this test, but this info was not provided. It is possible the methods used could have contributed to the reported sensation experienced by the user. The instructions for use cautions the user the reusability of a reusable device depends, in large part, upon the care of the device by the user. Prior to distribution, all hotmaxx reusable hot biopsy forceps are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.